Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
It was reported that there was an iris too large error during a procedure with pt involvement, therefore, this malfunction may have resulted in a possible aro. There is no report of injury or death associated with the event described in this complaint.